Event description:
The customer stated: the hypothermia blanket is leaking water. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
Result: hypothermia blanket. The mfrs investigation is still ongoing; when additional info is received, a f/u report will be submitted.